Event description:
Received report from tampon user indicating that after experiencing some pain, she examined herself and discovered a piece of plastic that she thinks came from one of the tampon applicator petals. The pt indicated that she had used a tampon and was advised that she had a vaginal infection, and was prescribed medications.